Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a hysterosalpingogram-contrast sonography (hycosy) using a cook silicone balloon hysterosalpingography injection catheter, the balloon burst. No adverse effects have been reported due to the alleged malfunction. Additional information has been requested. At the time of this report, no further information has been provided.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: it was reported, during a hysterosalpingogram-contrast sonography (hycosy) using a cook silicone balloon hysterosalpingography injection catheter, the balloon burst. No adverse effects have been reported due to the alleged malfunction. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. No physical examination was conducted. A document-based investigation evaluation was performed. No related non-conformances were found. Two additional complaints were received for this product lot, reported under medwatch reports 1820334-2020-01048 and 1820334-2020-01301. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use which state, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information available, investigation has concluded that a cause could not be established for this event. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.